Event description:
When attempting to insert a peripheral IV, the needle bent within the catheter. Unable to advance the needle as it was bent. The peripheral IV attempt was unsuccessful due to this. Another catheter from a different lot was obtained and inserted without issue.